Event description:
The technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake mechanism assembly, brake casters and brake steer caster to resolve the issue.